Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 22002 and data files were returned and analyzed. The patient file was received and recorded on the reported date of the event. The patient file showed five applications were performed using a catheter identified as afapro28 of lot number 22002. The patient file didn't show any system notice on the reported date of the event. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported cardiac tamponade and hypotension occurred during the procedure and could not be confirmed through data or product analysis. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 4fc12, product type: sheath; product ID 2ach20, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive and the cardiac shadow disappeared on imaging. A pericardial tamponade was then confirmed. The case was aborted. The patient was not under general anesthesia. The pericardial tamponade was treated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was rushed to the surgical department for emergency treatment but the specific intervention is unknown. The patient's hospitalization was extended and is still currently hospitalized.